Manufacturer narrative:
The reported events were lead dislodgement and inappropriate capture. As received, a partial lead (only connector portion) was returned in one piece. The reported event of inappropriate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead had dropped into the right ventricle and was capturing the right ventricle. The device was programmed to vvi and then explanted. The patient was in recovering condition.